Event description:
Leak after surgery, while the nurse removed the medivac flex advantage, the blood spilled on the face of the nurse.

Manufacturer narrative:
The DHR (device history record) for the lot reported was reviewed and there were no quality issues during the production of this batch. The sample was not received so a complete investigation could not be performed. The IFU (instructions for use) emphasizes that the caps need to be pressed firmly before the liner is used and before it is removed. Control of the manufacturing process through sampling plan as define in work instructions will be taken to ensure that the products produced conform to the form, fit and functionality. Trending for such a defect will be done for future similar complaints.